Event description:
Complainant alleged that while attempting to defibrillate a male pt, the electrodes caused the associated defibrillator to display a "puck short" message. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod and this complaint is still under investigation.